Manufacturer narrative:
The account's maintenance replaced the lockout box but the issue remained. He replaced the control box to repair the bed.

Event description:
The account stated the bed has no head down function.